Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Correction: failure code in device evaluation was incorrect. Device evaluation stated, "the condition of a flo-gard infusion pump with failure code 12 was discovered and confirmed during product evaluation in the pump's alarm log." It should have stated, "the condition of a flo-gard infusion pump with failure code 3 was discovered and confirmed during product evaluation in the pump's alarm log." Additional information: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with failure code 12 was discovered and confirmed during product evaluation in the pump's alarm log. No assignable cause can be provided for this condition. Therefore, no repair was necessary for the reported condition. A service history review revealed that this device has not been previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 3, which is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door assembly had a broken latch stop and a cracked upper hinge, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.